Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with 600cc mentor memorygel breast implant and was presented with left side capsular contracture; baker grade unknown, and right side breast implant rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On 10/03/2019, mentor became aware that the baker grade on the left side is iii and on the right is ii. Hence, patient code capsular contracture has been added on this form. This report is for the right side device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, mentor became aware that date of original implant was (B)(6)2007, which was mistakenly reported as (B)(6)2017. The date has been updated under field d6 on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/1/2019, mentor became aware that date of surgery is on (B)(6) 2019. Hence, field explant date has been updated. Required intervention has been selected under section b, and method code has been updated under section h as "device not returned". A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).